Event description:
As stated by the customer 03/08/2010: while showering client went sitting uncontrolled. Client has then slipped in the direction of the foot end. The concerto has tipped to one side and the helper has caught client. The concerto is slightly in the "anti-trendelenburg" for a better drainage of the water. Concerto has been put 'out of function'. Ajohuntleigh service engineer will inspect concerto at 10-03-2010, and put it into use. Ajohuntleigh practice specialist will contact the user group to advise correct use of the concerto. (B)(4).

Manufacturer narrative:
Reporting according to (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.